Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the mr system or coil used. The blistering is caused by body-to-bore wall contact. No padding was used to avoid body-to-bore contact. The following contributing factors were identified: the patient was obese, which may impair the thermoregulation. One scan on high sar was administered. The total administered specific energy dose of 3.1 kj/kg. The examination room temperature was higher than specified in the instructions for use.

Event description:
Philips received a report from a customer related to a patient heating incident with an ingenia 1.5t mr system. A patient was scanned for an MRI examination. Shortly after the examination a 3rd degree blister developed on the patient's left upper arm.